Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective stimulation of the s1 lead. Diagnostics revealed high impedances on the s1 lead. As a result, surgical intervention was undertaken on 18aug2025 wherein the s1 lead was explanted and replaced. During the procedure the l4 lead was pulled out and therefore was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.